Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of angina and restenosis, as listed in the promus everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that the index procedure took place on (B)(6) 2010 during which an unknown promus stent was deployed in the mid left anterior descending (lad) artery. On (B)(6) 2011, 316 days post index procedure, the patient experienced continuing angina. Angiography revealed that two previously placed stents in the lad were widely patent. Intravascular ultrasound (ivus) was performed and revealed 70% stenosis in the lad proximal to a previously placed stent which required revascularization with placement of another stent for treatment. No additional information was provided.